Event description:
It was reported that a malfunction alarm occurred. The issue's impact on the customer¿s blood glucose level is unknown as the customer declined to answer whether it exceeded 500 mg/dl. Technical support arranged for a replacement pump.